Manufacturer narrative:
Section a2, a3, a4, and a5: per regulation EU (B)(4) (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a - implant date: n/a - lens was not implanted section d6b - explant date: n/a - lens was not implanted section e1 - telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed all pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during insertion of the preloaded intraocular lens (iol), upon turning the injector wheel, the lens was noted to be misaligned and partially expelled from the injector in a wrinkled condition. The lens was in contact with the patient¿s eye and was partially inserted before the issue was detected. Completion of the procedure with a different lens cannot be confirmed. No patient injury or treatment was reported. No additional information has been provided.